Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient was implanted with a right hip replacement in 2009. He now reports pain, but no revision has been reported at this time. No litigation received. Update 6/29/15, 6/30/15 medical records received. After review of the medical records for MDR reportability, the medical records indicated a vertical cup and metal ion levels below 7ppb. A doi was also provided. An unknown cup is being added to the complaint, but not reported as the patient still hasn't been revised. Update rec'd 7/15/15 - litigation papers received. Litigation states that a revision surgery is scheduled for (B)(6) 2015. The head and liner are now being reported to address allegations of metal on metal. Update 7/22/15 medical records received. (B)(4). There is no new additional information that would affect the existing MDR decision. Update 11/24/15- pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported metallosis, muscle damage, toxicity, defective product and browning muscle. Medical records reported difficulty walking, severely vertical cup, inflammation of the greater trochanter bursa, and stiffness. There is no revision surgical report within the medical records reviewed at this time. The cup is now being reported since medical records indicate the cup was vertical. Part/lot updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.